Event description:
It was reported when using the bd pyxis ciisafe, the messages for a station not crossing. The customer reported that the device not communicating with rad station. Due to this, customer cannot dispense and autorestock the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that rads criteria led to the issue. The technical support specialist removed rads criteria, unblocked the device and sent the count inventory messages to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis ciisafe, the messages for a station not crossing. The customer reported that the device not communicating with rad station. Due to this, customer cannot dispense and auto-restock the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the messages for a station not crossing. A technical support specialist contacted central server and removed the criteria. Unblocked the configuration to send the count inventory messages. The system functioned as intended after the technical support specialist troubleshooted the device.